Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported that 7-8 months, or almost a year, prior to a pump replacement, the patient was having issues with the pump. Even though interrogation of the pump indicated no issues, the patient was collecting fluid in the pump pocket and was in extreme pain. The medication dose and concentration had to be changed multiple times because of the pain and spasticity the patient was experiencing. The patient¿s pump was replaced on (B)(6) 2014 due to a malfunction. The reporter had no further details regarding this malfunction. At the time of this report, the patient was doing well and was having no issues with the new pump. The device system was used to deliver baclofen. At one point, the patient had lioresal. Additional information, including diagnostics, troubleshooting and details associated with the malfunction, was not reported. Additional follow-up to obtain this information is being conducted.

Manufacturer narrative:
(B)(4)

Event description:
Additional information reported that the patient's tone had increased over the past 6 months prior to the replacement. Multiple adjustments and boluses were performed along with routine pump and catheter x-rays. A catheter exploration surgery was performed which found the catheter to be intact and functioning. The pump was replaced even though it appeared to be working. The pump was 21 months from the elective replacement indicator triggering. The cause of the patient's increased tone and the swelling around the pump was not identified. The patient recovered without permanent impairment.